Event description:
As reported by the user facility: patient was on a continuous fentanyl drip going through a PICC line. At some point the pump alarmed occlusion, then it resolved. On 10/11 @ 0000, the med was infusing at 0.14ml/hr then weaned down to 0.1ml at 1000 on 10/11/22. They have a policy of changing out the syringe every 24 hours and when it was time to change, it was discovered that only 0.5ml had infused instead of the expected 3.5ml. No patient harm reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation, further investigation of the complaint was not possible without a sample for evaluation. Therefore, reported issues could not be confirmed.